Event description:
On april 19, 2007, the lay-user/pt contacted lifescan alleging that a one touch ultra meter was not working. The pt stated that the reported meter was not working for about a week and a half. At one point, the pt said that she had wasted 5 test strips while trying to get the meter to work. After attempting to test with the reported meter, the pt administered self-care by taking 1 pill of "glucophage". The pt also takes "amaryl" and "avandia." During that time, the pt reportedly had symptoms of feeling sick and dizzy. It is not known if the symptoms started before or after the alleged meter issue started. In 2007, the pt went to an ER due to the symptoms and because the meter was not working. The ER tested the pt's blood glucose using an unidentified device and got a result of "400 something" (mg/dl). The pt was treated with insulin (unk type and dose) in the ER. The pt tests her blood glucose 2 times a day. She had the meter for about 2 yrs but had never replaced the meter's battery. During the call with the customer care advocate (cca), the pt was able to turn the meter on but noticed the battery indicator on the device's display. It is not known how long the meter had been displaying the battery symbol. The pt first noticed the battery indicator while speaking to the cca. The meter was replaced. This complaint is being reported due to the following conclusion: the pt alleges she was unable to test her blood glucose for about 1.5 weeks and had symptoms suggestive of hyperglycemia. The pt sought medical attn, obtained a blood glucose result of over 400 mg/dl, and rec'd insulin treatment.

Manufacturer narrative:
Lifescan has requested the return of the suspect meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.